Event description:
Device evaluation summary is in h10.

Manufacturer narrative:
One used decontaminated sample (B)(6), 8mm deht blu suctioned sub-assy was received, for investigation without its original packaging (see photo of sample). Under visual inspection, the sample appeared to be in good condition. During manufacturing process, the devices are 100 percent inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure. And the device would be rejected. The inflation test was repeated on the received samples. It was confirmed, that after 12 hours, the cuff was still fully inflated. Based on results of testing, the reported failure was not observed. No trend of similar customer complaints was identified.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical the tracheostomy tube was noticed to be deflated after two hours of starting the product. There were no patient injuries. There were no reported adverse events.